Event description:
The customer reported via phone call that she saw moisture in the insulin pump and that the keys were unresponsive. The customer stated that the insulin pump alarmed button error when changing the battery as well. The customer's blood glucose was 346 mg/dl. While troubleshooting, the customer explained that she was playing tennis and that there was some possible sweat exposure. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased buttons dome switch. Traces of moisture damaged at lcd board per our visual inspection. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and broken reservoir tube lip.